Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported an issue with the controller and they were not able to void. The patient stated he had trouble with the controller, but when the patient was asked what kind of trouble he was having he stated he was worried because he couldn¿t void on (B)(6) and did not void until 5 am on (B)(6). It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.